Event description:
Spacelabs received information that alleges that a multigas analyzer module failed.

Event description:
Spacelabs received information that alleges that a multigas analyzer module failed.

Manufacturer narrative:
The customer reported three device failures and stated that they were safety issues. We filed an MDR because of the customer's concern. We documented the other two in mdrs 3023361-2012-00019 and 3023361-2012-00020. The biomed in the hospital solved the issue by tightening a loose connector/cable. The device was returned to service and is working to specifications. The customer was unable to provide the serial number of the device in question. A review of available data in the complaint database does not indicate that this malfunction is part of a trend. No one has been injured as a result of this failure. We have concluded that this report is final and consider this issue closed.

Manufacturer narrative:
Spacelabs is working to contact the hospital to obtain details of the reported equipment malfunction. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once our investigation is complete.